Event description:
Additional information received reported that the patient was still experiencing allergic reactions. She was taking antihistamines every day and sometimes would break out in hives and would take pregnozone periodically. It was noted that this had been occurring since the day of implant and not the day after like previously reported. Follow-up with manufacturer representatives determined that they had not seen the patient in a couple of years. No information was known. Follow-up with the patient determined that the patient had been referred for further testing. The patient knew it was not an allergy to titanium because she had some of that in her ankle from an injury she had before she got the stimulator. The patient was taking doxepin on a daily basis to control the hives. No appointment had been made yet for the further testing and she had no idea how long it would take to get an appointment. This event will be updated if additional information is received.

Event description:
It was reported that the patient experienced an allergic reaction the day after her implant; her feet became swollen and about 30 -32 hours after implant, she started to develop ''welting hives all over her body in different locations.'' The patient's swelling went away about 24 hours following the patient taking a second diuretic pill for hypertension. The patient met with an allergist who provided steroids and other medications to control the itching. The patient tried to ''wean herself'' off of the medications, but the day after, new ''welting hives'' appeared. Three days before the report, the patient did not have any [hives] on her front trunk, but during the day of the report, some appeared along the front bra line; they have also appeared on the back of her head, around her lips, and her face. It was noted that the patient had allergies to miscellaneous things, but not to any food or metal that she was aware of. It was also noted that the allergist had indicated that it could be hard to determine what is exactly causing the hives by doing a patch test because the patient was ''flaring already.'' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, serial #: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 39565-65, serial #: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37744, serial #: (B)(4), product type: programmer; patient product ID: 3550-39, lot #: n326623, implanted: (B)(6) 2012, product type: accessory.

Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy, but was working with her health care provider (hcp) and manufacturer representative. The patient had a scheduled allergy appointment for (B)(6) 2013 and a manufacturer representative appointment for (B)(6) 2012. The patient noted she was still taking three to four medications for her hives, which began after the permanent implant. The following day it was reported that the allergy testing was still not an option due to the hives being present. The patient stated that edema had come down, but it "would come and go." The patient was on a "cocktail" of medications to help with the hives, two antihistamines and doxepin. The patient stated it was her decision if the device was removed or not and preferred to keep it in at that point because the hives "outweighed" the pain she was in. About another week later it was reported that the patient's welts had improved. There were no actions taken by the hcp and no other information was available.

Manufacturer narrative:
The initial MDR was filed as manufacturing report #3007566237. Additional review showed the correct manufacturing site was site #3004209178.

Manufacturer narrative:
(B)(4).